Event description:
It was reported that the customer had problems connecting the transmitter to the insulin pump. Customer's blood glucose level was 3.6 mmol/l. Customer ate/drank to bring up their low blood glucose levels. Customer stated that the sensor is doing re-initialization all over again. Customer had an abundance of lost sensor alarms. Customer stated that the pump is not communicating with the transmitter. Pump is no longer receiving data from the transmitter. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: all buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The minilink transmitter and the blood glucose meter communicate properly with pump. No lost sensor, weak sensor or bad transmitter alarm noted during testing. Unit function properly during rewind basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.